Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (alarm 30) occurred during basal delivery with multiple cartridges. The customer's blood glucose level was 150 mg/dl. Reportedly, the customer reverted to an alternate method of insulin delivery.